Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose(bg) of 470 mg/dl. The customer was treated with intravenous saline and insulin. At the time of the call with tandem technical support (cts) the customer was still admitted to the hospital. Cts performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. The customer declined further follow up from cts.